Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 29 mg/dl at the time of incident. The customer's blood glucose was 29 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.